Manufacturer narrative:
The complaint could not be confirmed by investigation. No product samples, pictures, or videos were received for investigation. Without the return of the used sample a comprehensive failure investigation cannot be performed, and a cause cannot be determined. The device history lot number was reviewed, and no nonconformities were found that would have led to the reported complaint.

Manufacturer narrative:
The device is not being returned for evaluation, however, device history review will be performed.

Event description:
The event involved a 22 cm (8.5") ext set w/0.2 micron filter, clamp, rotating luer where the customer reported that the filter was cracked. It was unknown if there was any patient involvement; harm was not reported as a consequence of this event.